Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload is engaged to the instrument, and cannot be disengaged. The reload was fully fired, and the jaws were clamped. Engineering forcefully removed the reload from the instrument, and found the adapter was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a thoracic procedure, the handle of the device could not fire the fourth reload. The surgeon was able to press the green button. There was no problem loading the device. There was no issue with the staple formation and the staple line was complete. To complete the procedure, another handle was used successfully. No patient injury or extension in surgical time.